Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was a problem in the patient board, and the problem was resolved after the board was replaced. Therefore, it was confirmed that an image was not displayed due to a faulty patient board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: "yes" was selected by mistake. This information is not known. An olympus field service technician was on site and repaired the device. The technician found a patient card problem. The patient card and video card were replaced, and the device operation and video image were checked and found to be compliant. The device was not returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that, during preparation prior to use in an unknown procedure, the visera pro video system center had a failure of the printed circuit board. There were no reports of patient or user harm associated with this event.